Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by MFR: (B)(4) mr 20 x 3.00mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage; the most distal stent strut row was slightly flared outwards. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The undamaged section of the crimped stent od(outer diameter) was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypo tube kink 191mm distal to the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2017. It was reported that shaft kink occurred. Vascular access was obtained via the femoral artery. The de novo target lesion was located in the non tortuous and severely calcified vessel. A 20 x 3.00mm (B)(6) premier¿ drug-eluting stent was selected for use to treat the lesion. However, while the device was advanced over the wire, a kinked on the shaft was noticed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine and stable. However, returned device analysis revealed distal stent damage.